Event description:
Wearing resound nexia hearing aids caused occasional ringing in ears (once or twice a week) to become constant and constant ringing in both ears has remained until this date (B)(6) 2024 and is continuing. Ref report: mw5162465.